Event description:
Clinical and qc s. Aureus atcc 29213 versus oxacillin was false resistant when used with rapid inoculum broth lot # 050905a-1. This issue has been associated with a dade behring conducted recall for microscan rapid pos broth inoculum broth, lots 050905a-1, 051605a-1, 051605a-1, 051705a-1, 052305a-1 and 0528o5b-1 that took place in 01/05.